Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.0 diopter, in the patient's eye on (B)(6) 2016. At a post-op visit on (B)(6) 2016, the surgeon noted an increase in the ocular pressure and lens was cloudy. The surgeon attempted to re-position the lens but with no success. The lens was explanted and a shorter lens was implanted. There were no complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction - the reporter indicated there was no increase in intraocular pressure. Additional information received - the reporter indicated the lens was explanted on (B)(6) 2016 from the patient's right eye (od). The lens was explanted due to excessive vaulting, narrowing of the angle and shallowing of the anterior chamber depth. The patient had a distorted pupil due to crowded angle. The lens exchange resolved the problem. The patient is doing excellent and the post-op visual acuity was 20/25. (B)(4).